Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an intermittent loss of capture or an oversensing issue where pacing was inhibited for 3-4 seconds. A significant increase in pacing threshold was also reported, up from 1.4 volts to 5 volts. A guidant technical services consultant discussed performing a chest x-ray to verify lead position, and a lead revision to correct the issue. The chest x-ray showed the lead was still positioned appropriately. The physician elected to surgically abandon the rate/sense leg of the defibrillation lead and replace it with a new pacing lead. It was suspected that the cause of the increase in pacing thresholds was tissue degeneration. The shocking portion of the original lead remains in service. There were no adverse patient affects related to this issue.